Event description:
It was reported that on (B)(6) 2025, a 22mm amplatzer amulet left atrial appendage (laa) occluder was chosen for implantation utilizing a 14f amplatzer torqvue delivery system. Device was implanted. Post procedure within 48 hours the patient suffered a heart attack. Medication was provided as treatment. The amulet remained stable where implanted. Patient was reported to be in good condition. No malfunctions with the abbott device were observed. In the physician's opinion the heart attack was unrelated to the abbott device however the cause is unknown.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of myocardial infarction, 48hrs post procedure was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There were no complaints associated with any other devices from the lot. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Additionally, the imaging provided by the account were further reviewed by an abbott staff. The reviewer stated that; individual ice images were uploaded with 3d. Based on the imaging provided. It appears that the device was adequately sized per the IFU and implanted and confirmed the echo portion of close. No fluoro was sent in to determine the amount of separation or compression. The device appears appropriately placed.